Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/ microscopic inspection: the guidewire was noted to be kinked/bent at 163cm and 177cm from the proximal end. The guidewire ptfe coating was noted to be peeling 40cm from the proximal end. The guidewire nitinol tubing was broken/fractured 198.2cm from the proximal end. The platinum wire was intact but the core wire was broken. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional inspection was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation and the device was prepared as per the dfu. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. There were no other difficulties encountered during the usage of the device that could have contributed to the issue. The core wire and nitinol distal hypotube separated (about 2 cm). The surgery delayed was about 3 minutes. Analysis of the returned device found the guidewire was kinked/bent, the guidewire nitinol tubing was broken/fractured, the platinum wire was intact but the core wire was broken which indicates the device encountered a significant force during preparation. In addition analysis of the returned device found scraping and peeling of the ptfe was evident from the proximal tip to approximately 40cm from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed guidewire distal tip broken/fractured during preparation in addition to the as analyzed guidewire kinked/bent and guidewire ptfe coating peeling will be assigned ¿handling damage¿ as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the ptfe coating of the subject guidewire was peeled off. There were no clinical consequences to the patient reported as a result of this event and procedure was completed successfully.